Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2009 02:15:04 and (B)(4) 2010 02:15:03. Weekly pace lead impedance trend data shows varying impedance min and max rv pace= 408 to 1344 ohms range between (B)(4) 2010 and (B)(4) 2011.

Event description:
It was reported that the patient was admitted with chest pains. Echocardiogram and fluoroscopy were performed to rule out perforation, and both looked ok. Impedance variations were noted as well. The lead remains in use. No patient complications have been reported as a result of this event.